Manufacturer narrative:
Sample was not returned. The issue reported was not confirmed since no sample or sample pictures were received. Therefore, no definite root cause could be determined. Device history record (DHR) was reviewed and no issues were noted related to this complaint. The certificate of conformance (coc) was reviewed for this component and the component was deemed conforming by the supplier. The customer confirmed that this connection was a customer made connection of a 3/8" terumo tubing connected to the outlet of a terumo fx25 oxygenator. The connection was pushed past second barb and not tie-banded. Per the manufacturer's instruction for use (IFU), "pushing user made connections past the second barb and tie-banding all user made connections will prevent disconnection and leaks" and again it stated that "inspect all connections for leaks of any kind, fluid or gas, from inside the circuit to outside, or vice versa. Tie-band and tighten all connections in the circuit. Push tubing past the second barb for user made connections." Since the customer did not tie band the connection, the incident could have been caused due to customer technique, but can not be confirmed since there was no sample to evaluate. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that during a cardiopulmonary bypass (cpb) procedure, the 3/8 inches tubing attached to the outlet port on the fx25 being used got disconnected. The customer made the connection by placing the tubing over the 2nd barb of the oxygenator outlet port. While on bypass the line disconnected resulting in approximately a 500 ml blood loss. The product was not changed out since the perfusionist was able to safely reconnect the line. There was no transfusion required and the surgery was completed successfully. The customer confirmed that patient was okay.